Event description:
It was reported that the patient experienced hyperglycemia overnight while using the ilet after reconnecting from backup therapy, with a reported blood glucose high of 190 mg/dl and no device alerts; the device subsequently delivered correction and blood glucose stabilized. Symptoms included dry mouth and thirst. Outcomes included no reported injury and resolution after device-driven correction. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction reported and cause of the hyperglycemia remained unclear. It was concluded that the event was user- and situation-related with indeterminate root cause, and no corrective action was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.